Manufacturer narrative:
Philips service performed service calibration, and the system was operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the stand movement was stuck during a 3dra run due to a likely mechanical issue on a allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.